Event description:
The patient had primary right knee surgery on (B)(6) 2020. On (B)(6) 2026, the patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the right 11mm s4 insert to a same size insert. The surgery was completed successfully. Presently, on (B)(6) 2026, the patient again came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout, I&d, and revised the gmk-sphere tibial insert e-cross - flex 4r - 11mm to a same size insert. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 8 june 2026 gmk-spherika 02.12.e0411fr gmk-sphere tibial insert e-cross - flex 4r - 11mm (k202022) lot 2419620: (B)(4) items manufactured and released on 22-aug-2024. Expiration date: 04-aug-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.